Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by anatomical changes in the pt over time.

Event description:
In 2004, pt underwent aaa repair. One main body graft, two iliac leg grafts, and one leg extension graft were used. The vessel continued to dilate which caused an endoleak, so two months later, the physician placed another iliac leg graft to extend coverage past the diseased area to obtain seal.